Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood on the balloon, consistent with the reported use. There was contrast in the inflation lumen and in the balloon and the balloon was returned partially inflated, which likely contributed to the difficulty withdrawing into the sheath. The distal taper of the balloon was prolapsed, likely from the reported resistance noted during removal through the 6 french sheath. The distal shaft was necked down proximal to the proximal seal for a length of 2.1 cm. There was no other damage noted to the balloon catheter. The guiding catheter used during the procedure was not returned. During functional testing, a new indeflator, filled with contrast diluted 1:1 with water was used to inflate the balloon to rated burst pressure, then pulled negative, but the balloon would not deflate. After the balloon was held at negative pressure overnight the balloon fully deflated. In this case, it is likely that the necked down portion of the distal shaft contributed to the difficulty deflating. Although a conclusive cause for the necking could not be determined, this type of damage is likely due to the catheter being pulled with force against resistance causing the shaft to stretch and neck. Because the balloon was not able to be fully deflated, this likely contributed to the difficulty/resistance noted during withdrawal into the sheath. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, the reported difficulty removing appears to be related to the balloon not fully deflating due to the necking observed on the distal shaft. Although, a conclusive cause for the necking could not be determined; there is no indication to suggest a product quality deficiency. All balloon catheters are subject to a 100% visual inspection. Additionally, the profile dimensions are confirmed by visual and dimensional checks on the manufacturing line before release.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: bs pt2 .014inflation: cook spheresheath: cook 6fr rabbethe device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the armada 14 balloon was being used to dilate the peroneal artery. The balloon was difficult to remove through the non-abbott 6 french sheath. The tech made sure that all of the fluid had been withdrawn out of the balloon using the inflation device, but it still would not track. A luer lock syringe was then attached to try to remove any remaining fluid, but no more fluid came out. The balloon was able to be removed after this, still with some resistance. The device was not tested by inflating and deflating after removal; however, the device was reported to have been difficult to flush after removal. There were no adverse patient effects. No additional information was provided.